Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital due to pacing inhibition involving their right ventricular (rv) lead. The patient had an intrinsic rate of 55-70 beats-per-minute so no asystole was noted, but there was an accompanying rise in threshold measurements with the rv lead. The physician suspected a micro-dislodged had occurred so surgical intervention took place and the rv lead was successfully repositioned. No additional adverse patient effects were reported.